Event description:
A customer reported receiving an error-4 message on their freestyle meter during strip insertion. The returned meter was investigated and found to exhibit the memory overwrite malfunction. There was no report of serious injury, death or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint confirmed. No manufacturing parameters found out of spec. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. Errors 0300 and 0015 were observed in the error lot indicating battery droop. Battery droop is an indication of memory overwrite. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.